Event description:
It was reported that during a laparoscopic cholecystectomy, the clips failed to apply with full compression. The handle locked up. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.